Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. The left disc was deployed successfully, but the right disc didn't deploy fully and properly. The disc appeared in a convex shape. The device was re-sheathed one time but the issue persisted. The device was replaced with another 25mm pfo to complete the procedure. There was no clinically significant delay in the procedure and the patient is reported to be stable.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deformation is under further investigation.